Manufacturer narrative:
Device investigation narrative - one 8x25mm biorci screw was returned for evaluation. Visual assessment of the screw confirmed the reported complaint of breakage. A portion of the first distal thread has broken off. Dimensional assessment of the screws major diameter, length and wall thickness was performed and found to meet print specifications. Clinical details were reviewed and there was no mention of a starter or tap being utilized prior to insertion. Per the device ¿warning: the starter must be utilized with the biorci screws to minimize screw breakage during insertion¿. No further investigation is warranted at this time. (B)(4).

Event description:
It was reported that the biorci screw broke during tendon tightening during an acl replacement procedure. The broken screw was removed and a backup device was available to complete the procedure without requiring additional bone holes. No patient impact was reported.